Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced recurrent peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Beginning on the day of onset, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the recurrent peritonitis event and that therapy was reported to be ongoing. Dianeal therapies were ongoing. The patient was recovering from the recurrent peritonitis event. Additional information was requested, but is not available at this time.